Event description:
It was reported that the patient experienced a bent cannula, which led to hyperglycemia on (B)(6) 2026, and the patient was treated with pen.

Manufacturer narrative:
E:1 name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: ca post office: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380